Event description:
It was reported that when using the pyxis medstation es system, it experienced a door malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the latch for door 2 had been experiencing frequent failures. A field service engineer successfully secured the wiring harness and utilized conductive grease to address the problem. The device functioned as intended after the field service engineer had troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.